Event description:
It was reported that on january 16, 2023, during a audit, a hand piece for battery powered driver had no speeds to work consistently. This complaint involves one (1) device. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional pro-codes: hxx, gxl the subject device has been received, a product investigation was conducted: investigati.on summary service and repair evaluation: the customer reported that in 05.000.008, hand piece for battery powered driver, fast speed does not work consistently. The repair technician reported that the device ran intermittently in fast forward and reverse, membrane vent and wires were discolored, brown residue was present on motor, barriers, circuit board and drive column, and cosmetic test failed. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, shcs, pfhs, motor/gearhead barrier, membrane switch and flex circuit and all other applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 09-feb-2023 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 05.000.008 synthes lot # 008213 supplier lot # 008213 release to warehouse date # 09 jun 2022 supplier # triangle manufacturing no ncrs were generated during production. Device history batch null device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.